Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the pre-discharge check the right ventricular (rv) lead exhibited high threshold measurements with loss of capture (loc) and low r-wave amplitude measurements of 2 millivolts. A micro-perforation was suspected, however not confirmed via x-ray. A revision procedure was performed and the rv lead was repositioned. Following the revision all lead measurements were within normal limits. No additional adverse patient effects were reported and the lead remains in service.